Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that no errors were displayed on the screen. Accessed the server and checked the downtime query, confirming no disconnected status. Reviewed synchronization information and verified that the stations last upload was current. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user encountered a patient data may not be current error message on both stations for approximately 7 hours and 24 minutes. Remote smart services (rss) was online. The issue was impacting two stations: ops and med-surg1. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.